Manufacturer narrative:
Additional information received indicated that the physician repositioned the patinet's pocket site and the patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient was experiencing discomfort in the area between the pocket and midline incisions. The physician believes that the lead may be putting pressure on the nerve. The physician has recommended a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort in the area between the pocket and midline incisions. The physician believes that the lead may be putting pressure on the nerve. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) and (B)(4). Model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.